Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The length of the membranous septum was 3.5mm and there was no calcification was confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). The valve was implanted at a depth of 6mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc). Twelve hours after the procedure, a complete atrioventricular block (cavb) was developed. Two days after the procedure, a permanent pacemaker was deployed and hospitalization period has been extended for follow-up monitoring of the patient¿s heart rate. The patient was reported stable.

Manufacturer narrative:
An event of atrioventricular block after 12 hours post implantation was reported. Information from the field indicated that the patient had a previous left bundle branch block, which could have been exacerbated by the procedure leading to the complications being reported. A permanent pacemaker was deployed, and hospitalization period has been extended for follow-up monitoring of the patient¿s heart rate. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.